Event description:
Facility alleges visible internal blood leak during dialysis. Reports leak occurred five minutes into treatment; machine alarmed. Dialysis stopped; dialyzer replaced. Treatment resumed with new dialyzer. Blood circuit discarded. Estimated blood loss 200cc. No further problems reported. No patient injury.